Manufacturer narrative:
F/u info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis of right knee [arthritis]. Hot feeling in right knee [joint warmth]. Pain in right knee [arthralgia]. Swelling in right knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012, from a physician regarding a female pt, in her (B)(6) (initials unk), with gonarthrosis. The pt's medical history was significant for previous use of an unk hyaluronic acid (ha) product. The lot number of synvisc was not provided. On an unspecified date, in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml in an unspecified location (route and frequency: unk). The next day, pt developed arthritis. She recovered from arthritis on an unk date, in 2012. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event as probable. F/u info was received on 07/23/2012, and the case was upgraded to serious. The physician provided the info regarding the reporter, pt demographics, medical history, suspect drug, event, lab test and corrective treatment. The pt was a (B)(6) pt, initials (B)(6), with gonarthrosis (k and l grade iii) in right knee. The pt's medical history was significant for previous use of artz (hyaluronate sodium) in the right knee. On (B)(6) 2012, she visited the hosp and using a disposable needle without sterilized gloves, she had the first intra-articular synvisc injection at a dose of 2 ml, into external suprapatellar of right knee (at 09:00) after sterilizing with iodine. She had arthrocentesis with amount of fluid (yellow) aspirated 5 ml prior to the injection. She had no complications including immune system decreased, generalized infectious symptoms, skin disease around the injection site, intra-articular infection or intra-articular inflammatory symptoms. The injection site was also sterilized with alcohol after the injection. The same day, she revisited at 16:00 to complain pain, swelling and hot feeling in the right knee. She also developed knee effusion following which she had arthrocentesis with 50 ml of fluid aspirated. She was diagnosed with arthritis of right knee. She was treated with dexamethasone sodium phosphate at a dose of 3.3 mg in right knee. Treatment with synvisc was permanently discontinued. The symptoms alleviated and she went back home at 21:00. On (B)(6) 2012, the event of arthritis of right knee alleviated. The intensity for the event of arthritis of right knee was mild and for the events of pain, swelling, hot feeling in right knee and knee effusion was not provided. The reporting physician did not provide the relationship between synvisc and the events of pain, swelling and hot feeling in right knee and knee effusion.